Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's senior territory manager, the issue occurred during routine inspection of the system. The user facility turned the system off and then back on and the issue resolved. The serial number of the ccm was not provided at this time, but the information of the heart lung machine base is part number 801763, serial number (B)(4), UDI (B)(4).

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.